Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: a4 - patient weight.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which both leads were explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2020-31140. It was reported that the patient experienced ineffective therapy following multiple falls. Diagnostics revealed high impedance on both leads. As such, surgical intervention may take place at a later date to address the issue.